Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ezcarb feature was not calculating the bolus correctly. The reporter stated that the I:c ratio is 1:16 and the carbohydrate amount for the patient's lunch was 62 grams, therefore, the recommended bolus amount should be 3.875 units. However the reporter stated that the pump was recommending 5.10 units. The reporter noted that the patient's blood glucose (bg) was within range and therefore there was no insulin recommended for bg. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed I:c ratio were set as follows: 00:00->1u:11g, 10:30->1u:16g and 16:00->1u:12g. On 2/06/2013 at 23:52 a 5.10u ezcarb bolus was programmed and delivered. The I:c ratio at the time of the bolus was 1u:12g and per the scripts the carb intake was 62. Using the user's settings and script session performed an ezcarb bolus with the following settings: 62 carbs, actual bg: 117 mg/dl, I:c ratio 1u:12g, actual bg: 117 mg/dl, bgt 120 +/-30 mg/dl. With these settings, the pump correctly calculated a 5.1 unit bolus. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.